Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 05-mar-2020.

Event description:
It was reported that the customer's company circuit was causing a proximal line disconnect error. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported.

Manufacturer narrative:
G4 09may2020. B4: 09may2020. Multiple unsuccessful attempts were made to follow up with the customer; however, no additional information was provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4 09may2020. B4: 11may2020. The customer switched from the neptune heater to teleflex heated wire circuit and that's when the proximal pressure line disconnect alarm occurred. The issue occurred while setting up the device. The set up the customer used is not on the validated/approved circuit list submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4 12may2020. B4: 13may2020. The customer was advised that the circuit and humidifier they used were not validated for the unit and that the issues experienced were caused by using non-approved accessories. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.